Manufacturer narrative:
The service rep troubleshot the system but could not duplicate the fault. He cleaned all system filters and found significant dust was built up on the monitor filters. Verified all system fans functioning. No scorch marks found. He unattached ground wire of interconnect cable frame mount found unattached and dangling by ac:CT posts. The properly attached wire to workstation frame and left the workstation running for 30 minutes. No further occurrence of smoking. Case complete. No further actions necessary. Customer should call again if problem reoccurs and ensure that they do not spray cleaning fluids onto the touchscreen or over monitor vents, as they may smoke and/or damage electronics when energized.

Event description:
Customer reported monitor was smoking. Could not duplicate fault. No pt injury was reported.